Event description:
Cartridges were reported to be leaking, and the battery was depleting by more than 35% within 24 hours. There was no reported impact to the customer's blood glucose level. No follow-up was needed following the report, and no additional information was received regarding the outcome of the event.